Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 3904 pulses. No housing or environmental seal damage was found. The needle mechanism was reset to the not deployed state, and then manually deployed. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. Based on the investigation, no issues were found that would contribute to the reported needle mechanism failure. Investigation found the exposed portion of the soft cannula to be shortened. Measurement of the soft cannula length was confirmed to be shorter than specification. Fluid was unable to flow through the entire fluid path due to the exposed portion of the soft cannula being shortened. The timing and cause of this damage could not be determined.